Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter would not power on. The patient stated that the last time she tested on the meter was 6 weeks ago. She reported that she was able to test on another meter and obtained a result of 96 mg/dl. No treatment was reported. She called her medical professional for advice. The battery was inserted properly into the meter and was less than one year old. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.